Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the returned photograph and it was noted that the tubing was ruptured between the y-site and the regulating clamp. The device was also being used with a power injector. The product tubing is not rated for use with a power injecting device; therefore, it was determined that the sample was misused. The reported condition was verified. The cause of the reported condition was due to user error. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was manufactured at either: baxter healthcare ¿ cartago, 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial, cartago, costa rica 30106 or baxter healthcare ¿ dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina san cristobal, dominican republic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set ruptured during a computerized tomography (CT) scan. The set was in use with an unspecified power injector and the issue occurred toward the end of the CT scan. The CT staff used the port from the primary tubing closest to the patient to connect to. The reporter stated that the CT test was not compromised and there was no patient injury or medical intervention associated with this event. No additional information is available.